Event description:
It was reported that the pt's implantable neurostimulator, located on the pt's right side, never worked and caused pain. The pt also had a device system implanted on the left side that "worked very well." The pt also experienced a shocking/jolting and burning sensation. There was no known related incident or accident reported. The pt was unable to increase the stimulation above 0.6/0.7 amps. When the device was checked, it was stated that the "numbers were too high." There was no x-ray performed. The device was reprogrammed. It was suggested that the lead was not placed in the correct location at implantation. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).